Event description:
This is a report of a homechoice cassette that leaked. The leak was discovered during the self-test phase of peritoneal dialysis during troubleshooting of an unrelated alarm. The patient was not connected at the time of the cassette leak. There was nothing unusual found during troubleshooting that would cause or contribute to the reported leak. The technical services representative assisted the patient to end therapy and advised the patient to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.